Event description:
The customer reported the system displayed an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. No pt injury was reported. The system operates as intended.